Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during blood sampling, the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter is blocked after inserting the first tube to be sampled (plain neutral tube). Blood sampling from a stopcok 3 ways (central venous way). Need to use another new adapter.